Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not verify rf (radio frequency) head not interrogating. However, rf head did fail two uplink amplitude functional tests; rf head cable found out of electrical specification. Analysis also found the rf head label is delaminated (rubber portion of label is missing). (B)(4).

Event description:
It was reported the rf (radio frequency) head does not interrogate. The rf head was returned for repair. No patient complications were reported as a result of this event.